Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a rotator cuff repair procedure the ar-1927bcft anchor broke upon insertion. A portion of the implant remains implanted within the patient. The rep reported the case was completed, and there is no need for a second surgery. A 5.5 punch was used to prepare the bone.